Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Also, this lead caused the patient to experience muscle stimulation. The lead was explanted and was replaced. No additional adverse patient effects were reported.